Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue was attributed to sensor damage during shockwave device interaction based on the returned product investigation and provided clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in an (B)(6) year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage a, with a history of known coronary artery disease (cad). During use of shockwave on the short-left main, the optical placement signal went out. Recommendations were discussed with the care team. Throughout the event, motor current remained stable and flows remained stable. A new impella cp was placed, and the patient survived to explant. The reported events include placement signal issues, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.